Manufacturer narrative:
Additional event information was received stating that this event was reported in error, and this complaint was identified as a duplicate report for manufacture reference number (B)(4). There was no malfunction or injuries reported for this suspect medical device; therefore, this event is deemed not reportable. Asp complaint ref #: cmp-(B)(4).

Manufacturer narrative:
A field service engineer was dispatched to the customer site. Details of the resolution are unknown at this time, and advanced sterilization products will continue to follow up for the issue resolution. Asp complaint ref #: (B)(4).

Event description:
While onsite servicing the sterrad® nx sterilizer for a planned maintenance, an asp field service engineer (fse) discovered a ¿smoke¿ or haze emitting from the sterrad® nx. There was no report of any injuries or human reactions. This event is being reported as a malfunction report subsequent to a serious injury.